Manufacturer narrative:
Patient code: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, one resolute onyx drug eluting stent was used to treat a severely tortuous and severely calcified lesion located in the right coronary artery, exhibiting 80% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Excessive force was not used during delivery. The patient was successfully treated with orbital atherectomy (csi) and the resolute onyx des. Dapt was given. On the following day, patient went for dialysis and had a ventricular tachycardia arrest. Patient was resuscitated. Patient had st elevations noted on the interior leads. Angiogram performed with CPR and stent thrombosis was noted in the resolute onyx stent implanted the previous day. One nc euphora ptca balloon catheter was inflated at 14 atms. Flow was restored. Patient never regained pulse and it was reported that the patient was hyperkalemic and expired. The physician assessed that the result was not a product issue, but a patient related dialysis and potassium level issue.